Manufacturer narrative:
Eval summary: the analysis results for the devices found that when attempting to activate the devices on a generator gave an error code 5. Visual examination found an area of the blades that was discolored due to heat generated from contact between the blades and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blades. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an open colon procedure, the devices did not function during testing. Another like device was used. There was no pt consequence.